Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads were explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
It was reported that the device will be returned. The leads were sent to be cultured at the hospital. Should additional information become available, this event will be updated.